Manufacturer narrative:
A impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation with a double crown attached to an unknown device. Visual inspection of the as returned products identified minor signs of use, dried blood and bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported implant was measured with calipers (cal1334 cal due: sep 25, 2020) and was verified to match specifications per packaging drawing tsvb10 rev g. A pre-existing condition noted on the per was allograft site. Additionally, the patient had moderate (type ii) bone density. The reported devices were located on tooth # 20 and was implanted for 11 years 6 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (60560143). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st0613) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (60560143) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (tsvb10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable for both devices. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date d6: implant date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address: not provided.

Event description:
It was reported that implant (tsvb10) was removed due to severe bone loss at tooth location 19.